Manufacturer narrative:
On (B)(6) 2020, leica biosystems melbourne received information that peloris ii rapid tissue processor serial number (B)(6) has returned to leica biosystems workshop in (B)(6) united states, from the customer site. On (B)(6)2020, the leica senior global support engineer, evaluated the instrument and obtained photographic evidence which indicates that the tubing connecting the rotary valve to bottles 5 (ethanol) and 8 (ethanol) has not been installed in the correct position in the rotary valve of the instrument. This finding indicates a service error occurred on (B)(6)2020, when a leica field service engineer (fse) was onsite to complete the rotary valve upgrade (sap work order: 1000396185). Specifically, the fse had inadvertently inserted the tubing for bottle 5 (ethanol) into the rotary valve in the position for bottle 8 (ethanol) and the tubing for bottle 8 (ethanol) into the rotary valve in the position for bottle 5 (ethanol) in error during rotary valve upgrade, which resulted in reagent in an incorrect concentration scheduled by the instrument software being used in the affected protocols. Service for this instrument was completed on (B)(6)2020 for rotary valve upgrade (sap work order: 1000396185). No other service activities have been provided by leica biosystems until (B)(6) 2020 (FDA MFR) and (B)(6) 2020 (FDA MFR#) for peloris ii rapid tissue processor serial number (B)(6). Investigation of this complaint found that the root cause of the sub-optimal tissue processing reported on (B)(6) 2020 was a service error, which occurred on (B)(6)2020, in which the instrument was incorrectly prepared for use by a leica field service engineer during the rotary valve upgrade when the tubing connecting the rotary valve to bottles 5 (ethanol) and 8 (ethanol) were inadvertently not installed in the correct position in the rotary valve of the instrument. Incorrect placement of the reagent tubes in the rotary valve would have resulted in reagent in an incorrect concentration scheduled by the instrument software being used in the affected protocols.

Manufacturer narrative:
Based on the information provided, the sub-optimal processing of tissue in 130 cassettes reported by the complainant was derived from the "8hr mains" protocol comprising 152 cassettes, which started in retort b at 20:05pm on (B)(6) 2020 and completed at 03:59am on (B)(6) 2020; and the "8hr mains" protocol comprising 152 cassettes, which started in retort a at 20:08pm on (B)(6) 2020 and completed at 04:44am on (B)(6) 2020. No event/error codes were recorded in the instrument during execution of these protocols. Manufacturer evaluation of the instrument logs showed that on (B)(6) 2020, bottle 8 (ethanol) was not in contact with the corresponding sensor for sufficient time to replace the reagent; and the station properties were reset at 10:25am on (B)(6) 2020, with a user affirming in the instrument software that the ethanol concentration was to be set to the default concentration of 100%. The properties of the reagent in bottle 8 prior to this user action were: ethanol concentration=99.9%, cycle=2, cassettes=24 and days=13. The reagent in bottle 8 (ethanol) was used for the final dehydration step of the "8hr mains" protocol started in retort a at 20:08pm on (B)(6) 2020; and had previously been used for 34 processing runs without reported incident. The reagent in bottle 2 (formalin), bottle 5 (ethanol) and the wax in wax bath 1 were used for the first time in the fixation; final dehydration and final wax infiltration steps respectively of the "8hr mains" protocol started in retort b at 20:05pm on (B)(6) 2020. There is no evidence of any use error(s) when replacing these reagents on (B)(6) 2020. All other reagents had been used for at least two (2) previous runs without reported incident. Although a user affirmed in the instrument software that the reagent concentration in bottle 8 (ethanol) was to be set to the default value of 100% at 10:25am on (B)(6) 2020, the ethanol concentration of 78% measured on (B)(6) 2020 suggests that a use error occurred during replacement of this reagent because it is expected that the ethanol concentration should decrease by approximately 1.7% only following processing of 1342 cassettes in the 34 previous processing runs for which it had been used. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 8 (ethanol) was used for the final dehydration step of the "8hr mains" protocol started in retort a at 20:08pm on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. The reagent in bottle 8 (ethanol) was not used for the "8hr mains" protocol started in retort b at 20:05pm on (B)(6) 2020, from which sub-optimal tissue processing was also reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing from the "8hr mains" protocol started in retort a at 20:08pm on (B)(6) 2020 was a use error, which occurred on (B)(6) 2020, as evidenced by the information provided by the complainant on 18 may 2020 in relation to the measured and calculated ethanol concentration in bottle 8. Specifically, the measured ethanol concentration in bottle 8 was 78% and that calculated by the instrument software was 98%. The discrepancy between the measured and calculated ethanol concentration in bottle 8 suggests that a user failed to correctly complete manual replacement of the reagent in this bottle in accordance with the information detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The root cause of the sub-optimal tissue processing from the "8hr mains" protocol started in retort b at 20:05pm on (B)(6) 2020 could not be determined from the information available.

Event description:
On (B)(6) 2020, leica biosystems received a complaint regarding "under processed tissue", which had been identified following the completion of processing in both retort a and b of peloris ii rapid tissue processor serial number (B)(4). The complainant provided the following description of the affected tissue samples: "tissue were [sic] mushy and not fix [sic] well/microtomy is difficult and embedding visually were not process [sic] well". On 16 may 2020, leica biosystems (B)(4) received information from the leica senior field applications specialist - core histology that all cases involved in this event were diagnosable. On (B)(6) 2020, the leica senior field applications specialist - core histology (fss) documented that "under-processed, mushy tissue" had been identified in 130 cassettes derived from the "8hr mains" protocols which completed in retort a at 03:59 am on (B)(6) 2020 and in retort b at 04:44am on (B)(6) 2020; the customer would receive a hydrometer on (B)(6) 2020 and share both the measured and calculated ethanol concentrations in bottles 3-10 inclusive: and all tissue samples exhibiting sub-optimal processing had been diagnosed. On (B)(6) 2020, the complainant provided both the ethanol concentration measured by hydrometer and that calculated by the instrument software for bottles 3-10 inclusive. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable except for bottle 8, in which the measured and ethanol concentration was 78% and the calculated ethanol concentration was 98%. The fss instructed the complainant to replace the reagents in bottles 8 (ethanol)); 11 (xylene); 12 (xylene); 13 (xylene); 14 (xylene); and the wax in the four (4) wax baths.